Event description:
Technical services received a call on (B)(6) 2012. Caller stated that this rv lead was part of a pocket revision on (B)(6) 2012 due to complaints of tightness in the upper chest and arm. Caller states that lead was tied down fairly tightly in the same area so physician released one and retied. The physician also removed some scar tissue. Dr. (B)(6) did the procedure. No additional information is available at this time. Lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).